Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient reported that the alleged inaccuracy began on (B)(6) 2017. The patient reported that at 11:45 on monday (B)(6) they obtained a blood glucose result of ¿4.6mmol/l¿ with the subject meter and ¿3.9mmol/l¿ with a bayer contour device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and did not change their usual diabetes management regimen as a result of the alleged product issue. The patient reported that an unspecified period of time before the alleged product issue began they had experienced symptoms of ¿dizziness, blurred vision and shaky¿; symptoms which the patient associated with hypoglycemia. In response to these symptoms, the patient sought advice from their diabetes care specialist. The advice provided was to contact lifescan to have the subject meter replaced. No further treatment was required. At the time of troubleshooting, the customer service representative (csr) confirmed that the subject meter was set to the correct unit of measure setting and an approved sample site was being used to obtain the alleged inaccurate results. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.